Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the staple line initially did not bleed, but after the 3rd firing, it started bleeding. Six reloads were fired and the entire staple line bled heavily. Bp was under control during the operation. Blood lost is about 100-150cc. This was resolved by hand suturing the entire staple line with 2-0 v-loc 180 sutures, giving injections of vit.k and inj. Octide after the bleeding was noticed. No reinforcement material used in conjunction with the stapling device surgery time was extended by more than an hour. The patient was critical, and was shifted to ICU post operation for one day.